Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer. Tandem technical support arranged to send a replacement charging cable and wall adapter. Customer confirmed pump began charging with replacements.